Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. Serial: not provided. Date of device manufacture: unknown as no serial # provided. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in leak from the oxygen valve and loss of oxygen during pre-use checkout. There was no patient involvement.